Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink secondary medication set disconnected from a 150ml non-baxter bag of normal saline. This occurred in the pharmacy after the set was removed from the refrigerator after storage. There was no patient involvement. No additional information is available.